Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section h6 medical device problem code should have been "2993 - adverse event without identified device or use problem" instead of "4003 - migration" in the initial report and additional report 1. This correction is reflected in this additional report 2.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-03118, 3006705815-2021-03119, 3006705815-2021-03120. It was reported the patient's leads became on top of the ipg, becoming superficial. As a result, the patient underwent surgical intervention on (B)(6) 2021 during which the physician opened the pocket and tucked the leads under the battery. All issues were resolved.